Event description:
It was reported, the pt had one of his scs leads removed due to the lead protruding through his skin. F/u info indicated only half of the lead was cut and removed and the other half along with the ipg remain implanted. The pt does not have stimulation. Additionally, per the MFR's database the lead placement is for pns therapy (off-label).

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.